Event description:
The patient was implanted with a thoratec heartmate-ii left ventricular assist device (lvad) july 2011. During a re-admission for heart failure symptoms following the lvad implant, occasional brief increases in power were noted in the system history file. Increases in power can have several causes: broken wires, hypertension, hypovolemia, thrombus formation in the pump itself for example.in this case, the patient's lab values indicated hemolysis that often goes along with a thrombus. Treatment with heparin while in-house and increased anticoagulation at home reduced the frequency of power increases.the patient was listed for heart transplant and when an organ became available, the transplant was undertaken november 2011. At transplant, the lvad was explanted along with the native ventricles. The lvad was recovered and returned to thoratec for evaluation using their refrigerated explant kit, documented in a prior email.this did not present as a pump, driveline wire, or mechanical failure. It did behave like a thrombus and upon close examination in the or there was a fibrin / thrombus deposit visible near one of the bearings at the inflow side of the lvad. It is believed that thrombus formation may sometimes be controlled, but is not likely to be cleared unless intervention begins very early.pump replacement has been done, but this additional surgery has its own risks and makes the subsequent transplant problematic or impossible. Lvad thrombus formation is a known issue with all devices currently in use. The patient is advised of the possibility prior to implant during the consent process. The most recent designs of continuous flow devices may be more likely to have issues than prior generations. These older designs though often suffered mechanical failures unknown in the current devices. In an effort to better diagnose and respond to these issues lvads with questionable data are returned for examination. The results of this testing will be reported back to us and the industry as a whole.